Event description:
In accordance with 21 cfr 803.22 (b)(2}, we are notifying you that on (B)(6) 2014 a patient reported the animas infusion set caused a "staph" infection resulting in hospitalization on two occasions. The animas infusion set mentioned in this event is not manufactured by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).